Event description:
Pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of her automated peritoneal dialysis therapy. Reportedly, the home pt pulled out the supply line from the supply bag by accident while sleeping. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.